Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify possible under delivery anomaly due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin was squirting out during the fill tubing process and the customer also having high blood glucose. The customer¿s blood glucose was 400 mg/dl. Customer reports that the were unable to exit the preparing to prime loop. Customer stated that they received the pump error. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. Troubleshooting was done for high blood glucose and under delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not returned for analysis.